Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 4 atmospheres for 10 seconds. Succeeding dilatations as follows: second inflation at 8 atmospheres for 30 seconds, third inflation at 10 atmospheres for 1 minute, and fourth inflation at 10 atmospheres for 1 minute. However, during the fifth inflation at rated burst pressure for 3 minutes, the balloon ruptured. The device was removed from the patient and was replaced with a 5.0mm x 220mm x 150cm sterling balloon catheter. The sterling balloon catheter was inflated twice at nominal atmospheres for 30 seconds and 3 minutes respectively. However, during the third inflation at 17 atmospheres for 3 minutes, the balloon also ruptured. The device was removed from the patient's body without problems. The procedure was completed with a different device. No patient complications were reported. The patient condition was good.